Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow-up, an episode of ventricular tachycardia was incorrectly classified as supraventricular tachycardia on the sudden onset discriminator. This caused the device to withhold therapy. A programming change was made. The patient will be followed normally.